Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer administered multiple bolus¿s with the incorrect calculations. The customer's blood glucose (bg) level subsequently decreased to 40 mg/dl. Customer consumed glucose tablets and manually suspended insulin to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.